Event description:
A malfunction alarm labeled as malf 16 occurred and was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump to be sent. The customer was instructed to put the faulty pump into storage mode and return it within ten days using a pre-paid label, which they understood and acknowledged.